Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab. Relevant history diabetic for angiogram. The iab was prepared and inserted through the sheath in the femoral artery. When the therapy was initiated it was noted, with fluoroscopy, the balloon was not unwrapping and inflating fully. The problem did not resolve itself, so the iab and sheath were removed together and a new iab was inserted over the spring wire guide (swg). There was no patient death, injuries or complications. The delay was to remove the balloon and prepare and insert a new one. The patient was sent for bypass surgery and is in the intensive care unit. Additional information received on (B)(4) 2011 from the sales representative stated the sheath and balloon were removed together and the same site used for new insertion.